Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked. The returned battery cap had stripped threads, and was missing the yellow o-ring. The returned battery cap was unable to secure onto the pump. The pump reboots were duplicated with the returned battery cap, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no moisture or damage was observed.